Event description:
Medical affairs was unable to get in contact with pt to obtain clinical info, and will be sending a letter. Pt obtained a low blood glucose reading of 43mg/dl. Pt mentioned that they were experiencing some problems with their eyes. Pt ate food and drank beverage. Pt was taken to the emergency room with a blood sugar in the 500's. Pt was storing test strips outside the vial, this "use error" could have contributed to the serious injury. Customer service sent pt a new meter and control solution.